Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp had an optical sensor failure at setup. They replaced the automated impella controller and found this did not remedy the reported issue. Ultimately, the cardiac surgeon decided to replace the pump with another impella cp.